Event description:
The stent (2.75 x 12) was advanced through the guideliner inner catheter. Advanced poorly (would not advance out of the guideliner catheter). The system was removed and stent was deformed. Guideliner had to be removed with balloon inflated inside of it to remove any possible stent particles left behind. The other stent did not inflate properly, needed to be inflated twice to disengage from the balloon.